Manufacturer narrative:
Summary: one empty winding former, a paper lid, one detached needle and a suture piece of product code (B)(4) , lot pc2377 were received for analysis. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected. However, body fluids, no suture remnant at the barrel and marks at the needle that appears to be by the use of a surgical instrument could be observed. The suture piece was examined, excessive body fluids and the ends cut were found. The manufacturing records could not be reviewed as the batch number is unknown. Due to condition of the sample, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2019 and suture was used. During the procedure, the suture pulled off the needle at the time of continuous suture of uterine myometrium. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.